Event description:
This rv lead was implanted on (B)(6) 1993 and was capped and replaced on (B)(6) 2013 due to unknown product performance issue the physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).